Event description:
During a colonoscopy with polypectomy procedure, the physician selected a cook endoscopy acusnare polypectomy soft snare. The snare was advanced through the endoscope. When the physician attempted to connect the snare handle to the active cord, the connection was unable to be secured. The physician reported that the prongs of the snare handle electrical pins have bent together causing connection difficulty. The snare was removed from the endoscope and another snare was used to complete the polypectomy. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report. The contact details for our distributor (B)(4). Evaluation: we have not yet received the device for evaluation. A follow-up medwatch report will be submitted within 30 days from the day we receive the product for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this report, the likelihood of this type of report is remote. Conclusions: we are unable to conduct a complete investigation at this time because the product said to be involved has not yet arrived for evaluation. A definitive cause for the reported observation has not yet been determined. A bend in the electrical pin of the acusnare handle could cause an insecure connection to the active cord. Bending of the electrical pin can occur if care is not exercised by the user during use and general handling. If the active cord was connected or removed at an angle, this could have caused the arms of the electrical pin to bend, causing connection difficulty. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test. The functional test includes verification of proper connection to the active cord. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this review, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.